Event description:
It was reported that during a selenia dimensions 3d mammography system patient procedure on (B)(6) 2025, the user observed shaking of the system gantry. A field service engineer (fse) was dispatched to examine the equipment and found loose vta gear screws. The fse tightened the screws and confirmed that the device is now operating in accordance with manufacturer specifications. No patient or user injury was reported.